Event description:
It was reported that solution would not flow using a clearlink continu-flo solution set. This occurred during patient infusion with albumin and plasmanate. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.